Manufacturer narrative:
Device evaluated by MFR: visual and microscopic evaluation of the returned device revealed the guide wire was received with its original pouch, loaded inside the hoop. Device presents spring tip damage. A kink was noted 1.37cm approx. From the distal end. The guide wire was bent at 0.5cm approx. From the distal end. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous interventional (pci) procedure the guide wire tip broke. A platinum plus-3 018/180 guide wire had been advanced to an unknown location. During the procedure, the tip of the guide wire broke but did not completely detach from the remainder of the wire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous interventional (pci) procedure the guide wire tip broke. A platinum plus-3 018/180 guide wire had been advanced to an unknown location. During the procedure, the tip of the guide wire broke but did not completely detach from the remainder of the wire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.